Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume; the amounts were not specified. The health care provider was concerned that the pt was accessing his pump. The pt did not have any symptoms. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).